Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed. Both the distal and proximal segments were returned. The extracting stylet remained inside the distal segment. The medical adhesive was separated from the gore at the proximal end of the spring electrode and the proximal spring appeared stretched at this point. All four helix tines remain intact and no signs of damage were noted. The rate/sense coil was stretched at the tip section of the lead. Resistance and hipot testing were then completed to assess the lead's electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the allegation of lead dislodgement. The damage observed on the lead body was concluded to be procedure induced.

Manufacturer narrative:
The lead was returned and is currently in analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this right ventricular defibrillation lead dislodged. The lead was explanted and replaced during a normal generator replacement procedure.